Manufacturer narrative:
Evaluation: results: the complaint for ¿no stimulation¿ was confirmed. The returned lead had a kink where all of the internal wires were broken, and a cam impression from the swift-lock anchor. When a swift-lock anchor was aligned to the cam impression, the fracture corresponded to the proximal end of the anchor. As there was no breach of the outer tubing, the fracture is consistent with an overstress condition the lead was subjected to at the distal end of the swift-lock while it was still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25699. It was reported the patient (B)(6) lost stimulation. X-rays revealed the lead fractured. In turn, the patient underwent surgical intervention to explant and replace the lead. During the procedure the physician experienced difficulty implanting the replacement lead. As a result, the procedure was abandoned and the physician decided to electively explant the patient's scs system. The patient's replacement lead information is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.